Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open? When the device jammed when stapling, did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed when stapling, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the device jammed when stapling and the manual override did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # l5236g. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was received loaded on the device. The cartridge was received unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The bailout mechanism worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted.